Event description:
There was an allegation of questionable na electrode results for 2 patient samples and questionable na electrode and cl electrode results for 1 patient sample on a cobas 8000 cobas ise module (double). Patient 1: the initial na result was 150 mmol/l and the repeated result was 141 mmol/l. Patient 2: the initial na result was 151 mmol/l and the repeated result was 139 mmol/l. The initial cl result was 112 mmol/l and the repeated result was 101 mmol/l. Patient 3: the initial na result was 155 mmol/l and the repeated result was 144 mmol/l. The results were reported outside the laboratory. The samples were repeated as doctors questioned the initial results. The initial results did not match the clinical histories of the patients. The repeated results were obtained on another module and were believed to be correct.

Manufacturer narrative:
The na electrode lot number is w3582. The cl electrode lot number is l6353. The expiration dates were not provided. The customer's calibration data was acceptable. The system's alarm trace showed abnormal aspiration (sample probe) errors, which are indicators of possible poor sample quality. The electrode and onboard reagents were replaced by the customer. The field service representative primed the system, performed checks, inspected the fluidics, and found nothing abnormal. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.